Event description:
On (B)(6) 2025, the user reported an unresponsive ilet screen. Blood glucose was unaffected. A replacement device was arranged and shipped to the user.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.